Manufacturer narrative:
Feb. 03, 2016 01:49 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that ventilator failed to deliver tidal volume on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
According to the reported information, the ventilator failed to deliver tidal volume when it was placed on a baby. The received device logs showed that low minute volume alarms occurred several times on the date of event. The respiratory rate was found to be both, low and high. There were also observed problems with leakage when the nasal CPAP ventilation mode was used. It is unknown if the reported ventilator was connected together with the high frequency jet ventilator that was used at times during this case. According to the later received information, no service was considered necessary, and therefore no further investigation by a maquet representative could be conducted. No further problems have been reported. Our conclusion is that the reported issue could be confirmed from the received device logs, but there is no indication of a technical failure having occurred in the ventilator.

Event description:
(B)(4).